Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the patient presented to (B)(6) hospital in 2017 with complaints of using 2 to 7 depends per day depending on physical activity. The patient had not increased urgency but a slightly increased in frequency, 5 to 6 times per day. No further complications were reported in relation to this event.